Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastrectomy procedure, there were malformed staples. The surgeon sutured by hand. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was obtained: the device and reload used in the procedure were not returned for analysis. Sterile reloads from the same lot were returned with the following analysis: tcr75 reload was received sterile with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were note to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.